Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and pelvic pain ("lower pelvic region / pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 ((B)(6) 2007, (B)(6) 2008 and (B)(6) 2014). Previously administered products included for an unreported indication: mirena iud from 2009 to 2011. Concurrent conditions included overweight and diabetes. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2015, 10 months 23 days after insertion of essure, the patient experienced menorrhagia ("prolonged menses") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal) and surgery (laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pelvic pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure, plaintiff has been left with abdominal deformity and severe large scarring. She did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: fallopian tubes were bilaterally occluded on (B)(6) 2015, hysterosalpingogram (hsg),total bilateral occlusion. Normal essure placement with occluded uterine tubes. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records received. Reporter and patient demographics were added. Historical condition, historical drug, concomitant disease, laboratory data, concomitant drugs were added. Events were added per pfs: vaginal bleeding, headaches and lower pelvic region / pain were added and updated events and event outcome was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain ("severe abdominal pain") and pelvic pain ("lower pelvic region / pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 ((B)(6) 2007, (B)(6) 2008 and (B)(6) 2014). Previously administered products included for an unreported indication: mirena iud from 2009 to 2011. Concurrent conditions included overweight, diabetes and taste metallic. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2015, 10 months 23 days after insertion of essure, the patient experienced menorrhagia ("prolonged menses") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal), surgery (laparoscopic bilateral salpingectomy with essure removal) and surgery (laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pelvic pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure, plaintiff has been left with abdominal deformity and severe large scarring. She did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure-. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: fallopian tubes were bilaterally occluded on (B)(6) 2015, hysterosalpingogram (hsg),total bilateral occlusion. Normal essure placement with occluded uterine tubes concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter, event abnormal uterine bleeding and concomitant disease added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: essure was successfully implanted, without complications. Because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure, plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: fallopian tubes were bilaterally occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.